Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time the device was programmed to deliver fluorouracil (5fu) 3840mg/460ml, at the rate of 10ml/hr, and the delivery was started. No further programming parameters were provided. The customer contact reported after approx 45 hours, the nurse went to the pt's home. At that time, the nurse noted the display indicated 460ml had been delivered, however, the container "appeared full." The pump was removed from clinical service. The physician was notified and ordered the remaining 5fu not to be delivered. Therapy was resumed on an unspecified date and time with a replacement device. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. During testing at the user facility the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).